Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l5-s1 to address a deformity. It was reported that during the confirmation images left l5 was found to be inferior. The surgeon decided to freehand left l5. There was no patient harm and the procedure was not delayed over an hour.